Event description:
The subject device was returned for analysis and the device investigation revealed that guidewire ptfe coating peeling. The subject guidewire was replaced and procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the guidewire was returned partially out of the distal end of the microcatheter. The guidewire was seen to be kinked in three locations 34cm, 36cm and 165cm from the proximal end. The guidewire was seen to be peeling from the torque. The core wire distal end was observed through the distal tip dome. The core wire was soaked for approx. 2 minutes and no swelling was noted, when dry after approximately 10 seconds, the distal tip showed no anomaly. Functional inspection: the guidewire was returned stuck within the microcatheter. The devices were soaked in warm water for approx. 2 minutes. The guidewire was then able to be removed from the microcatheter. Severe friction was noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire difficult to advance was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer the subject guidewire was inserted into the catheter and a feeling of significant resistance and friction was felt while advancing the wire through the catheter. Completed with a new wire and new microcatheter. During analysis the subject guidewire was returned partially out of the distal end of the microcatheter. The guidewire was kinked in three locations. The guidewire was seen to be peeling from the torque device. After soaking the synchro device is warm water the distal tip showed no swelling or abnormalities. An assignable cause of undeterminable will be assigned to the as reported (ar) and as analyzed (aa) guidewire difficult to advance as a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. An assignable cause of procedural factors will be assigned to aa guidewire jammed as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. It is probable the patients anatomy cause the defect. An assignable cause of 'handling damage' will be assigned to the aa guidewire kinked/bent and guidewire ptfe (polytetrafluoroethylene) coating damaged ' as the defect appears to be associated with handling of the product or portion of the product during removal from the hoop and preparation.